Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The boards and connectors were reseated and the lemo pin connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had a collimator iris potentiometer error during a case. No pt injury was reported.